Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date(s) and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Product codes and lot numbers? What is physician¿s opinion as to the etiology of or contributing factors to this event were any concomitant procedures performed? Onset date/time of the pain from surgery? What medical intervention was given for the pain management? Results? Date(s) and results of mesh removal? What is the patient's current status?

Event description:
It was reported that the patient underwent an unknown surgical procedure in 2009 and the mesh was implanted. Following the procedure, the patient experienced a vaginal and groin pain and underwent a vaginal removal of the mesh. Additional information has been requested.